Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of ¿pyxibus cable replacement 7 drawer aux¿ was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse replaced rear pyxibus cable on aux. After the fse turned pyxis on, no further issues were observed. During dchu visual inspection: p/n 121085-01: was received exposed copper strands with burn marks. During dchu testing: p/n 121085-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint, ¿pyxibus cable replacement 7 drawer aux¿ was determined to be due to a damaged ¿assy cbl pyxibus 7 drawer (p/n 121085-01). Visual inspection of the cable showed evidence of exposed copper strands which lead to the thermal damage and compromised the drawer¿s functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 puxibus cable had issue and replacement required. As per part investigation, it was determined that rear pyxibus cable on aux was faulty and replaced. There were no delay, no adverse events or injuries reported based on this event.